Event description:
It was reported that the vns patient underwent surgery on (B)(6) 2014 to re-position her generator deeper into the generator pocket. Diagnostic results from the surgery indicated normal lead impedance (impedance value ¿ 2048 ohms) at the time. The patient had a fall a week prior to surgery which caused the generator to migrate in her chest. Subsequently, the patient began touching and manipulating her generator. The surgery was performed to preclude a serious injury and for patient comfort.